Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that after implantation of an embolization coil in a patient enrolled in a clinical trial, a small portion of the coil (tail) extended into the parent artery. The patient was prescribed 325mg aspirin daily. There was no reported patient injury.